Event description:
It was reported that one doctor had two pts that had the end of the sheath retained under the skin and spit out a few days to a week later. Apparently after introducing the introducer needle into the wound area, when being removed, the sheath caught on something (i.e., a suture) and tore, leaving some of the white sheath in the wound. The physician was not aware of anything being left behind.

Manufacturer narrative:
Eval summary: initial reporter indicated that the samples were not available for eval. The info contained herein is based on the info provided by the initial reporter. The report stated that the sheath was being peeled and removed simultaneously, which is contrary to the directions for use (dfu). The dfu contains a caution concerning sheath breakage. The caution states: while holding catheter tip (1), withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in pt." The removal technique caused this event. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.